Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported inability to grasp the leaflets cannot be determined. The reported tissue injury appears to be a cascading effect of the reported inability to grasp the leaflets. Additionally, the reported patient effect of tissue injury is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw clip was inserted and grasping was performed. However, it was noted grasping was difficult. After successfully grasping, a lateral jet was observed. The clip was opened and attempted to be repositioned. At this time, a perforation was observed on one of the leaflets. Therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.